Event description:
The facility representative reported that the reservoir of a lv 100 ce intermate ruptured during patient use. The device was infusing a (B)(6) female patient with 100 milliliters of (B)(6) in normal saline when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.